Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of two 6/7f mynx control vascular closure device (vcd) resulted punctured. The physician used another 6/7f mynx control vcd but the same issue happened. The procedure was completed with manual compression. No issue on patient has been reported. The doctor experienced issue with the device and removed it from the patient. Upon inspection, the puncture was noted. The balloon didn't inflate. The patient had a significant degree of calcification in the artery, and it is suspected that the balloons perforated due to this. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) resulted punctured. The procedure was completed with manual compression. No issue on patient has been reported. The doctor experienced issue with the device and removed it from the patient. Upon inspection, the puncture was noted. The balloon didn't inflate. The patient had a significant degree of calcification in the artery, and it is suspected that the balloon perforated due to this. The device was not returned for evaluation. A product history record (phr) review of lot f2525802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (it is suspected that the balloon perforated on the significant degree of calcification in the artery) and/or concomitant device factors most likely contributed to the punctured reported since calcification around the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.